Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported via phone call to have high blood glucose of 399 mg/dl. Customer's blood glucose at time of call was 396 mg/dl. Customer was admitted to urgent care due to high blood glucose. Customer was wearing the device at time of urgent care visit. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.